Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concurrent conditions included anxiety since 2013, asthma (inhalation), endometriosis, dysmenorrhea, irregular menstrual cycle and paratubal cyst. Concomitant products included alprazolam (xanax), lorazepam (ativan) and salbutamol (albuterol). In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), pruritus ("itchy skin") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pain ("pain throughout my body") and depression ("worsening of depression"). The patient was treated with hormones nos and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and pain had resolved and the dyspareunia, alopecia, pruritus, weight increased, hormone level abnormal and depression outcome was unknown. The reporter considered alopecia, depression, dyspareunia, genital haemorrhage, hormone level abnormal, pain, pelvic pain, pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics updated historical drug, historical condition, concomitant disease and concomitant medication added. Essure indication updated and stop date added. New event pain throughout my body and worsening of depression were added. She had recovered from the following events: bleeding and pain. Lab data and treatment added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), pruritus ("itchy skin") and weight increased ("weight gain"). The patient was treated with surgery (in 2013, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, pruritus and weight increased outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, pelvic pain, pruritus and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.